Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2026, the cgm reading had shown a low value (not specified), but when a fingerstick was taken the blood glucose reading was in hyperglycemic range (not specified). No specific symptoms were reported but ems was called, and the patient was brought to the hospital. No information regarding treatment was reported. The patient had been hospitalized, but the duration of stay at the hospital was unknown. There was no documentation of further medical evaluation or intervention. The current condition of the patient is unknown. No other details were documented; the reporter was unable to provide further information. No patient information was available for dexcom technical support to follow up with the patient to gather further information on the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
3004753838-2026-096404 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.